Manufacturer narrative:
Multiple attempts were made for additional clinical event details and lot number. To date, no information has been received. No investigation could be performed due to the lack of information reported. This unknown event is being reported as serious injury do the surgical intervention with device explant. If additional information becomes available, a supplemental will be filed.

Event description:
It was reported from the sales rep on behalf of the hcp that the hcp has explanted a piece of strattice from a patient today (B)(6) 2023 and replaced the explanted piece with another strattice device serial number (B)(6). No other information was provided.